Manufacturer narrative:
An investigation was completed in response to a customer complaint of a misidentification of an isolate when testing with the vitek® ms (ref (B)(4), serial (B)(6)). Testing in duplicate obtained identifications of proteus ssp 99% and burkholderia ssp 99%. The expected identification is unknown. No strain was submitted for investigational testing. The customer's data was reanalyzed for the investigation. With vitek® ms knowledge base version 3.0, an identification of burkholderia arboris was obtained due to the spectra having a lower number of peaks (34). Reprocessing the customer data with vitek® ms knowledge base version 3.2, the identification is not confirmed as a single choice, but as a low discrimination result. According to the analysis completed during the investigation, the most probable identification is proteus mirabilis. However, the identification should be confirmed by gene sequencing. This investigation concluded that the causes for the misidentification by the vitek® ms system were a lack of fine tuning monitoring and the customer's spot preparation was non-optimal. The "good peaks" detection was lower than the limit and this can have an impact on vitek® ms performance. In addition, the sample "all peaks" values were quite heterogenous, indicating that the sample spot preparation was non-optimal. Local customer service (lcs) has been instructed to continue to monitor the fine tuning status for this customer and to provide additional training materials to the customer to help improve spot preparation.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of an isolate when testing with the vitek® ms (ref 410895, serial (B)(4)). Testing in duplicate obtained identifications of proteus ssp 99% and burkholderia ssp 99%. The expected identification is unknown. No alternative identification methods were used. There is no indication or report from the laboratory that the initial discrepancy led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.